Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the last thing the patient remembered was sitting down in class at college and waking in the back of an ambulance. It was reported the patient experienced a seizure and a loss of consciousness. The paramedics were called, and upon arrival, a bg was performed which 35 mg/dl but the cgm displayed 70 mg/dl. The patient was treated with two injections of glucagon, one administered by the paramedics and the second injection at the hospital. The patient¿s bg upon arrival at the hospital was 57 mg/dl and after both glucagon injections, her bg was 102 mg/dl. The patient was admitted to the hospital and released (B)(6) 2022. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.